Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial pump training the ilet repeatedly displayed ¿alert 60 ¿ ble board communications error,¿ and multiple restarts performed with a trainer and support did not resolve the condition; the user discontinued pump use and transitioned to multiple daily injections while a replacement ilet was arranged. Symptoms included no reported clinical effects. Outcomes included no reported medical intervention or hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a persistent communications malfunction consistent with a ble board fault that prevented successful device restart and normal operation. Along with alert 60 being annunciated, the sleep/wake button was found to be unresponsive. Alert 60 was resolved by reflowing the solder of the hoverboard's u4 chip, however the unresponsive sleep/wake button remains unresolved. The user's reported issue was confirmed.